Event description:
Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and the device was explanted. The patient was stable prior, during and post procedure.

Manufacturer narrative:
The reported field event of premature depletion was not confirmed. Longevity calculations showed that the device¿s battery had depleted normally. The device¿s sensing, pacing, impedance and shock functions were normal.